Event description:
It was reported to boston scientific corporation that a resolution clip device was used during a procedure. According to the complainant, it was not possible to release the clip. There were no patient complications reported as a result of this event. Attempts to obtain additional information regarding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.

Event description:
It was reported to boston scientific corporation that a resolution clip device was used during a procedure. According to the complainant, it was not possible to release the clip. There were no patient complications reported as a result of this event. Attempts to obtain additional information regarding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
Visual evaluation of the returned device found that the clip assembly was fully deployed and was located inside the over sheath. The control wire had separated per design. The condition of the returned device was not consistent with the complaint that the clip failed to release from the delivery catheter; the complaint was not confirmed. A definitive root cause for this complaint could not be determined. A review of the device history record (DHR) was performed; no anomalies were noted.

Manufacturer narrative:
Reported event: clip failed to release. The complaint device has been received by the manufacturer; however, a failure analysis has not yet been completed. Upon receipt of the failure analysis, if there is any further relevant information from that review, a supplemental medwatch will be filed.